Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not respond to the control switches of the attached external paddles. Complainant indicated that there was no pt involvement in the reported malfunction.